Manufacturer narrative:
A field service engineer (fse) was dispatched to the account. The fse replaced the syringe due to a leaking syringe valve. No subsequent occurences of discrepant results were found after replacement of the syringe. Customer complaint data was reviewed and no adverse trends were identified related to the syringe or the architect i1000sr analyzer. The architect systems operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that they were seeing variability with the architect toxo igg positive control results. Subsequent to this the customer noted a discrepancy with a patient sample. The customer stated that a false positive architect toxo igg result of 8.6 iu/ml was generated. The sample was repeated and a negative result of 0.1 iu/ml was generated. In addition toxo igg was negative with if. There was no report of impact to patient management.

Manufacturer narrative:
Additional information was received regarding the lot number of architect toxo igg. The investigation is in-process. A follow-up report will be submitted at the completion of the investigation.